Manufacturer narrative:
Per t:slim x2 user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump. Reportedly, the pump was not being worn near the transmitter and sensor. Customer was instructed to move the pump near the transmitter.